Manufacturer narrative:
(B)(4);as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range pacing impedance measurement of greater than 2000 ohms for the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and suggested bringing the patient in for further evaluation. The patient was brought into the clinic for evaluation where the high out of range impedance measurement was also seen. No x-ray was taken at this time and the physician has opted to continue to monitor the patient at three month intervals. The rv lead and ICD remain in service. No adverse patient effects were reported.